Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via manual injection. Customer advised they received a new insulin pump and was properly assisted with programming the device. Customer was advised to monitor the insulin pump and call back if issues persist.